Manufacturer narrative:
Additional catalog number: t 100015; additional lot number: t 0904003; additional expiration date: 11/30/2009. Device manufacture date: 05/01/2009. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.

Event description:
On (B)(4) 2010, doctor indicated that one pt, seen in clinic on (B)(6), complained of persistent pain. Doctor said the x-rays looked fine; however he has scheduled the pt for conversion to a total knee late (B)(6) 2011. On (B)(4)2011 update: doctor provided x-rays and additional info via e-mail on (B)(4) 2011. Initial surgery was (B)(6) 2009. Pt is (B)(6) female, (B)(6), pre-op rom 10 to 105 degrees. Conversion to tka scheduled for (B)(6) 2011. Conversion to a total knee on (B)(6) 2011 was uneventful. The anterior portion of the tibial plateau had collapsed and the knee was converted to a total knee.